Event description:
A surgen reports that he has observed a patient with cell growth at the anterior capsulorthexis-intraocular lens junction within the visual axis (right eye). Best corrected visual acuity is 20/300. An anterior yag capsulotomy is anticipated to resolve the issue. Additional information has been requested. See also MFR report# 1119421-2003-00031 involving patient's fellow eye.